Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 1000 mg/dl. Customer stated that he has pancreatitis and his blood glucose levels are out of control. Customer was in ICU for a few days. The current blood glucose reading is 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.